Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not bootup due to a button being active during start up. Upon troubleshooting, the philips remote service engineer (rse) checked the system and was informed by the customer that the system is giving them an error message saying button active. The rse checked the system and requested onsite support to release the stuck button. To resolve the issue, fse released stuck operator control and reboot the system. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup due to a button being active during start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.